Event description:
Device would not cut.====================== manufacturer response for tissue fusion instrument, ligasure advance======================company called and was notified. Report number given.